Event description:
Customer reported that flames were observed at the connector location on the s8.

Manufacturer narrative:
The product was received on 13-jan-2010 in (B) (4), and has been returned for further eval by the design facility ((B) (4)) in (B) (4). There was no adverse event reported for this event.